Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. The boston scientific representative called in with concerns for the one sensed event which was seen with very low amplitude in the last few weeks. This patient was dependent on this crtd system. It was suspected that this patient had broken right atrial (ra) lead, and the pacing impedance measurements were greater than 3000 ohms on this ra lead. There were high threshold values on both right ventricular (rv) lead and left ventricular (lv) lead. It was noted that there were atrial signals on the ventricular channels. The plan was to closely monitor, and to have the ra and rv leads replaced when device gets replaced. This device currently remains in service. No adverse patient effects were reported.